Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that for the first couple of days after implant, the therapy was working very well and their flow was very good. The patient said that they took a friend to the emergency room (ER) on friday and after that the symptoms were getting worse. Agent reviewed with the patient how to use the handset and communicator. The patient was able to connect to their settings and increase the stimulation to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms. Patient was redirected to their healthcare provider (hcp) to further address their issue. The patient reported urinary symptoms.